Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and abnormal peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis cannot be determined; however, there was no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Though diagnostic laboratory results were not reported, resolution of symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse events. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain and cloudy peritoneal effluent fluid noted at home. At the time of follow-up, the outpatient clinic was awaiting discharge paperwork from the admitting facility. As a result, diagnostic laboratory findings and the patient¿s full hospital course were unknown. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime (dosages and frequencies not reported) to address the infection while hospitalized and post-discharge. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home on (B)(6) 2026. It was reported, though the exact cause of the patient¿s infection was unknown, there was no indication the peritonitis and associated hospitalization were due to a malfunction or deficiency of any fresenius product(s) or device(s). The patient recovered from this event as he remains asymptomatic in response to antibiotic therapy. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.